Event description:
MFR report #: 3014285231-2025-00013. It was reported to bioprotect ltd. On (B)(6) 2025 that a bioprotect balloon implantation procedure was performed. The procedure was done under general anesthesia following placement of fiducial markers and was completed as expected. Following the procedure, the patient complained of not being able to void urine. The patient was prescribed with flomax and ibuprofen.